Event description:
The lead was explanted due to dislodgement. Increase in capture thresholds and decrease in r-waves were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found is consistent with that occurring at the time of the surgical procedure.